Manufacturer narrative:
Upon receipt, communication could not be established between the device and the programmer due to the battery being depleted. Based on the default parameter settings, the device did not perform to the expected longevity. The power consumption of the device was measured and found to be normal. The cause of the battery depletion is undetermined.

Event description:
During follow-up, there was alleged premature battery depletion noted on the device. The device was explanted and replaced to resolve the event and the patient was in stable condition.